Event description:
The customer reported to baxter corporate product surveillance (cps) of a vial-mate adaptor that would not activate when attached to the bag. Upon follow-up with the customer it was clarified that the vial-mate adaptor would not activate during filling when attached to a 250ml viaflex bag of dextrose. The customer stated that the vial-mate was fully seated on the bag and the vial, and that the user was familiar with this product. There was no patient involvement, injury or medical intervention reported related to this report. No additional information is available.

Manufacturer narrative:
(B)(4). The customer reported four defective samples. Three actual samples were returned to the manufacturing plant docked to a vial and a solution bag. Nine additional samples were received at the manufacturing plant still in the packaging; eight samples came from batch gr11a11069, and one sample came from batch gr11b22064. During visual inspection of the three actual samples, it was determined that the port adapter rib on two units was not in the correct position. The port adaptor was returned to the correct position and the samples were functionally tested with no issues found. Therefore, the reported condition was not confirmed. The units returned from batch gr11b22064 and gr11a11069 were removed from packaging and visually inspected and functionally tested. All units passed with no issue observed. An assignable root cause could not be determined. A batch review was performed on the reported lot with no deviations found. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.